Event description:
It was reported to medtronic minimed that the customer experienced a communication issue between instinct sensor and the mobile device as mobile phone was unable to scan or activate the new sensor. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. The customer reports they are unable to successfully scan an instinct sensor using minimed mobile. Upon investigation of app logs, we see the reason the scan did not complete is because customer was either cancelling the pairing or was not on pump home screen when they were trying to pair the sensor. This issue is confirmed. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: we could see customer was either cancelling the pairing or was not on pump home screen on feb 27 when they were trying to pair the sensor. Please ask customer to clear out any unaddressed alerts on pump and be on pump home screen before pairing the sensor. As per logs, we do see customer was able to pair the sensor on feb 28 on samsung galaxy a15 device.the customer seem to be trying to pair again using samsung galaxy s21 5g. Please let customer know that they can't pair same sensor on another device. The helpline has provided us with feedback regarding the outcome of the resolution steps implemented and has confirmed the issue has been successfully resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.